Manufacturer narrative:
Device evaluation summary: a kink was evident to the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 90% stenosis in the distal circumflex artery (cx). The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent deformed in vivo during positioning. The procedure was complete using a 3.0 x 18 mm resolute integrity device. The physician stated that the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.